Event description:
It was reported the patient underwent a procedure to explant the implantable cardioverter defibrillator and right ventricular lead due to infection.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information received noted the patient presented with a fever prior to explant. The clinic reported there were no further adverse consequences because of the infection.